Event description:
According to the reporter, they have a capsule which failed to transmit. Technical support attempted to troubleshoot the issue, but the capsule was already placed and displayed a waiting for ph capsule message for over 15 minutes. A repeat procedure will be performed and the delivery device will be returned for investigation.

Manufacturer narrative:
The capsule has not been returned for investigation. Without the sample, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.